Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the line repeatedly broke, resulting in blood loss. The event occurred during infusion and monitoring and required additional monitoring and unspecified interventions. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. A lot number was not provided therefore a lot history review cannot be performed. The reported issue was not confirmed. Without the return of a physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.